Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-09291. (B)(4). It was reported that angina and stent restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina. The patient underwent a stress test that was abnormal and was subsequently referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in the distal portion of saphenous vein graft (svg) to first obtuse marginal branch (om1) with 95% stenosis and was 12mm long with a reference vessel diameter of 4.0mm. Target lesion #1 was treated with pre-dilatation and placement of a 4.00mmx16.00mm promus element¿ plus drug-eluting stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the distal portion of svg to distal portion of right posterior descending artery (r-pda) with 80% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. Target lesion #2 was treated with direct stent placement using a 3.00mmx24.00mm promus element¿ plus drug-eluting stent, with 0% residual stenosis. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with angina and was implanted with 2.25mmx32mm promus premier drug-eluting stent in the svg to right coronary artery. In (B)(6) 2015, the patient presented with complaints of exertional chest pain associated with shortness of breath. Subsequently, the 95% in-stent restenosis (isr) located in the distal portion of svg to r-pda was treated with pre-dilatation and placement of a 2.25mmx28mm ion drug-eluting stent, with 0% residual stenosis. On the following day, the event was considered resolved and the patient was discharged on aspirin and prasugrel.